Manufacturer narrative:
The microsensor was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that after drilling the skull using the drill pit, the sensor was placed on (B)(6) 2021. The patient was being transported by emergency due to a head injury. When confirmed by postoperative CT, there was something that seemed to be bone debris in the skull. The microsensor was removed on (B)(6) 2021.